Event description:
(B)(4). When I first got the essure, I bled for like 5 months, I bled so bad that both times for my test to make sure they were blocked they had to cancel due to the amount of blood, I have been to the emergency room multiple times due to the essure, I have had infections in my tubes, lower back pain, stomach pain, weakness, weight gain, pain during and after sex, multiple cysts on my ovaries, infection in my uterus, kidney infections, my tubes have been swollen just a lot of pain. I am set up for surgery to get my tubes taken out on (B)(6) 2015 at 3:30 pm.